Manufacturer narrative:
Product information was unknown. Supplemental report will be submitted once additional information becomes available. The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving unspecified disposable device tubing found to be broken at y site during patient use.